Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the electrode was explanted and replaced onto this pulse generator. The pulse generator remains implanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The patient recently had a procedure to reposition the pulse generator after the patient had lost a lot of weight. Technical services discussed some testing options with the caller. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the electrode was explanted and replaced onto this pulse generator. The pulse generator remains implanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the pulse generator was explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the electrode was explanted and replaced onto this pulse generator. The pulse generator remains implanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the pulse generator was explanted and returned. There were no known additional adverse patient effects. This supplemental report is being filed to provide additional information that the electrode was explanted and replaced onto this pulse generator. The pulse generator remains implanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. An x-ray was done, and the device has shifted compared to the implant. The doctor will discuss a revision procedure with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic amplitude. Office testing was able to recreate the noise. There was some railing in the electrograms. The patient has lost a lot of weight. Technical services discussed some options. There were no additional adverse patient effects. The system remains implanted.